Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint.

Event description:
The event involved a tego¿ connector where a blood leak between the rubber seal and the hard plastic part of the cap ¿ unhygienic and poses a risk of bacterial growth was reported. The patient involvement was not specified, and patient harm is unknown.